Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is experiencing high blood glucose. The insulin pump is alarming no delivery. The insulin pump will under-deliver the requested amount of insulin and alarm no delivery. Customer will deliver another bolus and the blood glucose reading will remain in the 300 to 400 range. The current blood glucose reading is 406 mg/dl. The insulin pump does not complete the bolus delivery. Customer stated that he does not change the infusion set every 2 to 3 days as recommended. Customer has manual injections as a backup. Nothing further reported.